Manufacturer narrative:
The manufacturing records for this batch were reviewed and no issues or discrepancies were found and the device met all specifications. As the device was not returned, a technical analysis could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Device not returned for analysis

Event description:
It was reported that during an iliac percutaneous transluminal angiography procedure the balloon ruptured. The lesion in the common iliac artery was "easily" crossed with the wanda balloon. The balloon was inflated to 14atm and burst. The balloon was removed and the procedure was completed with another wanda balloon of the same size. There were no patient complications reported and the patient was "okay". This product is only ous approved but it is similar to an approved us device.